Event description:
The customer contacted heartsine to report a non-critical issue with their device. Upon evaluation, the device would not deliver a shock. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and observed the reported issue was logged in the device's memory. Upon testing, the device failed to deliver shock energy and gave a device service required prompt as well as showed "error - p1 off too high". This was attributed to a failure of capacitor c22, which forms part of phase 1 discharge control circuitry used to deliver phase 1 shock energy. The failure of the component resulted in no shock energy being delivered and a ¿device service required¿ prompt.